Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device was received with the external slider in the home position and the tip capture release handle partially retracted. Damage was observed to the tip capture release handle. The side port extension tubing was detached. The device was received with the graft cover fully advanced and stent graft still captured. The tip capture release handle could be moved back to the home position with no issue. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis 1 still image received for analysis. The image depicts the distal end of a valiant captivia delivery system. The tip capture release handle appears partially retracted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a valiant captivia device, intended for implantation to treat a 320mm dissection, was found to be damaged. When the device was removed from the plastic tray, the distal lock was discovered to be partially disassembled, and the top stent appeared to have been partially deployed. The device was never implanted. According to the physician, the event was attributed to a device manufacturing issue. No patient complications have been reported as a result of this event. It was noted that no damage was observed to the box prior to opening and it was properly sealed.